Event description:
It was reported that the patient experienced pain and numbness in their upper flank in the back on the right side and extreme numbness at that side that wrapped around to the front. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the t10 lead was explanted and a new lead was placed at t11 to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.